Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging results were missing from the memory of her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages her diabetes with humalog insulin and lantus insulin. It is not known if the patient made changes to her usual dose of medications; however, on (B)(6) 2013, the patient reportedly took less food and/ or drink. About 4 days after the start of the alleged issue, the patient claimed she was vomiting, had pain in her eye and had numbness in her legs. No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿vomiting, pain in eye and numbness in legs" do not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.